Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: other relevant device(s) are: product ID: 8782, serial/lot #: hg51ucl10, ubd: 29-jan-2023, UDI#: (B)(4) ; product ID: 8780, serial/lot #: n681856001, ubd: 17-nov-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing unknown morphine via an implantable pump for spinal pain and non-malignant pain. It was reported that the patient was having a catheter revision tomorrow and the healthcare provider (hcp) was repositioning the catheter to a lower location in the intrathecal space. They had no further history at the time. They were inquiring about anchoring if they pull the catheter down in the intrathecal space. No patient symptoms were reported. Additional information was received that there was not a device issue. The patient was not experiencing the pain relief expected. It was determined that the initial placement of the catheter was too high to provide the pain relief needed. The decision was made to pull the catheter down on the spinal column to provide better pain relief. No diagnostics were performed. There were no external or environmental factors that contributed to the event. The pump and catheter remain implanted. The patient's weight was asked but unknown. Additional information was received that the repositioning of the catheter resolved the event.